Event description:
The pt had a right hip implant in 1996, which was later revised in 2003. The pt claims that the liner failed due to alleged defects in the sterilization of the polyethylene component.